Manufacturer narrative:
(B)(6). The device was not returned to the manufacturer at the date of this report.a follow-up medwatch will be submitted once the investigation is completed or if additional information is received.

Event description:
It was reported that the battery for aseptic transfer kit 89-8510-440-20, serial number (B)(4) was defective because the battery rear cover fall off. The surgery delay was 3 hours. There was no additional harm on injury to patient/operator reported.

Manufacturer narrative:
New information was received: the event description was clarified by customer: " the body of the case and the cover of the case being separately". The facilities information and contact information were changed. There was no delay associated to the event. A follow-up medwatch will be submitted once the investigation is completed or if additional information is received.

Event description:
It was reported that the battery for aseptic transfer kit 89-8510-440-20 serial number (B)(4) was defective because the body of the case and the cover of the case being separately. After reception of new information, there was no delay. No harm or injury to patient/operator was reported.